Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via email of a button error alarm and unexpected restart alarm. He stated that he did not have time to get a replacement insulin pump since he was leaving for france. 24 hour hotline advised him to call back when he returns to the USA to get a replacement insulin pump for the alarms. He stated that he was fine and would call back.